Manufacturer narrative:
The reported complaint was confirmed. Bar code scanner p/n (B)(4) was non-functional. The bar code scanner was replaced, the device tested and met all specifications.

Event description:
Customer reports that scanner engine is not working, which caused a delay in therapy.